Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that inner tubing kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead had an increase in capture threshold and difficulty sensing. A chest xray revealed the lead was dislodged. During lead repositioning, the helix was unable to extend following the retraction. The lead was explanted and replaced with a new one. No patient complications have been reported as a result of this event.